Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. H6 - component code - proposed code is mechanical (g04) - femur. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a manipulation under anesthesia to address pain, stiffness and limited range of motion at approximately six (6) months and ten (10) months following left knee arthroplasty. The patient continues to experience ongoing pain and limited range of motion. Initial operative notes noted that the patient's range of motion was found to be satisfactory and the knee was stable varus and valgus stress in extension and flexion. No intraoperative complications. Initial manipulation operative notes noted the patient's range of motion was 5-85 degrees. The knee was gently manipulated into flexion and flexed to 115 degrees. The patient went to recovery in stable condition and no intraoperative complications were noted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b6, g3, g6, h2, h6, h10, h11.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona posterior stabilized articular surface left 12mm catalog #: 42512400712 lot #: 66033515, persona spiked keel osseoti tibial tray left size f catalog #: 42535007501 lot #: 66273431. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a manipulation under anesthesia to address pain, stiffness and limited range of motion approximately six (6) months following left knee arthroplasty. Initial operative notes noted that the patient's range of motion was found to be satisfactory and the knee was stable varus and valgus stress in extension and flexion. No intraoperative complications. Manipulation operative notes noted the patient's range of motion was 5-85 degrees. The knee was gently manipulated into flexion and flexed to 115 degrees. The patient went to recovery in stable condition and no intraoperative complications were noted.